Manufacturer narrative:
Siemens' regional unit became aware of the reported issue on (B)(4) 2013 and this MDR is being mailed on (B)(4) 2013. Siemens customer service engineer replaced the collimator and the foc board; and, performed electrical adjustments and all required calibrations. The system has been operation since then and there have been no other reports of the issue. However, siemens' investigation is ongoing and a supplemental report will be submitted upon completion of the investigation.

Event description:
Siemens' regional unit was notified on (B)(6) 2013 that the CT system did not detect that the slice thickness was too wide and there was no notification from the system of the issue. The customer is concerned that pts may have been overdosed. However, there is no report of injury to a pt.